Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called to report that the customer was hospitalized on (B)(6) 2018 late afternoon due to hyperglycemia and ketones. The customer's blood glucose at the time of admission was 30 mmol/l. The customer stated that she experienced high blood glucose levels and was admitted to the hospital. The customer stated that there may have been a problem with infusion sets. Customer's current blood glucose was 14.3 mmol/l. It was reported that the significant events leading to the hospitalization was the bent cannula. Customer reported symptoms related to the high blood glucose levels included vomiting and the presence of ketones, vomiting and dehydration. It was reported that the customer changed infusion sets when they realized that the cannula was kinked with ketone check was 3.2. The customer reported that the ketones level began three months ago. Troubleshooting was performed. It was reported that the customer was unable to complete the carelink upload. The customer was advised to check for leaks and air bubbles and notice there were none. The customer reported that the insulin exits at the quick release. The customer declined to check their settings. It was advised to the customer that the insulin pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The customer's outcome pertaining to the complaint was to inform customer that there samples of silhouettes, sure t and mio set will be sent to her. Product is not expected to return for analysis.